Manufacturer narrative:
On 14 february 2017 the (B)(4) performed a preliminary investigation and commented as follows: from the photo received from the reporter, it was not possible to determine the root cause of the event. The instrument has mobile parts; according to the general recommendations of the medacta instruments, a lubrification of the instruments moving parts with a water-soluble, medical grade, lubricant has to be done. In addition, in the event description it was described that after a lubrification the instrument worked properly. For these reasons the root cause of the event is probably due to a non correct lubrification of the instruments moving parts. Batch review performed on 28 february 2017. Lot 1553831: (B)(4) items manufactured and released on 23 may 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
The 50 blue adapter set was not working. The instrument would not engage with the cup. The hospital staff had to wash and flash another set to complete the surgery. The surgery was delayed approximately 20-30 minutes. The surgery was completed successfully. The instrument is not available for investigation; it has been lubricated and is now functioning properly.